Event description:
It was reported that during an implant procedure, loss of capture was noted on the right atrial (ra) lead despite attempting multiple positions. The lead was not used, and the physician elected to complete the procedure using a different lead. The patient's condition remained stable.